Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (0.1 mg/ml at 0.03030 mg/day) and prialt (3.0 mcg/ml at 0.9089 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back syndrome-other. It was reported the patient had a MRI for thoracic spine on (B)(6) 2017, and a pump motor stall was expected but not confirmed.